Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the 8mm fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was noted to have a burnt part on the plastic. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.